Manufacturer narrative:
The customer reported that after a patient scan, a ring artifact appeared on scanned images. There was no misrepresentation as a result of the artifacts. A philips field service engineer (fse) confirmed the reported issue, that ring artifacts were present on scanned images in the region of interest (roi). The fse visually inspected the system and found a crack in the compensator of the a-plane collimator. The a-plane collimator was replaced and calibrations were run to resolve the issue. The fse confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The system is functional and in clinical use. This issue has been determined not to be a reportable event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.